Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy open wounds. There were no allegations of any bleeding, oozing or weeping wounds.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended taking a break from the lifevest. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.